Event description:
An adverse event was reported involving medical device nr016z - as columbus rev f femur cemented f6r. Specifically, it was reported that there was postoperative loosening of the right knee. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nr016z (aesculap ag reference no. (B)(4); 9610612-2026-00058). Nr077z (aesculap ag reference no. (B)(4); 9610612-2026-00059). Involved components: nr409z/ as femur extens.stem 5° d19x117 cem.less (aesculap ag reference no. (B)(4); 9610612-2025-00096). Nr179z/ as tibia offset stem d19x92 cementless (aesculap ag reference no. (B)(4). Nr147m/ columbus rev f mc glid. Surf.t4/4+ 28mm (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained medical device was not available for investigation. Therefore the investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the lot number. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Associated medwatch reports: nr016z (aesculap ag reference no. (B)(4); 9610612-2026-00058); nr077z (aesculap ag reference no. (B)(4); 9610612-2026-00059). Involved components: nr409z/ as femur extens.stem 5° d19x117 cem.less (aesculap ag reference no. (B)(4); 9610612-2025-00096); nr179z/ as tibia offset stem d19x92 cementless (aesculap ag reference no. (B)(4)); nr147m/ columbus rev f mc glid.surf.t4/4+ 28mm (aesculap ag reference no. (B)(4)).